Manufacturer narrative:
A specific root cause could not be determined based on the provided information. There was no remaining sample volume left for further investigations.

Manufacturer narrative:
This event occurred in (B)(6). - (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on a roche analyzer. This medwatch will cover ft3. Please refer to the medwatch with patient identifier pt-(B)(4) for information related to ft4. The sample was initially tested at the customer site on a roche analyzer and the initial results were reported outside of the laboratory. The sample was then provided for investigation, where it was tested on an e170 analyzer and an e411 analyzer. Please refer to the attachment for all patient data. The patient was not adversely affected. The model and serial number of the roche analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation was serial number (B)(4). The ft3 reagent lot number used on this analyzer was lot 187432, with an expiration date of july 2016. The e411 analyzer used for investigation was serial number (B)(4) the ft3 reagent lot number used on this analyzer was lot 187432, with an expiration date of july 2016.